Event description:
The pump reportedly leaked and as a result, fluorouracil or 5fu. Leaked onto the pt and burned him/her.

Manufacturer narrative:
We received one used device (lt 60-24, easypump, 60 ml vol, 2 ml/hr) for evaluation and investigation. When we tested the pump for leaks, we confirmed a leak originating from the tubing-orifice sleeve joint. This is possibly due to an insufficient solvent applied during the manufacturing operations. A review of the complaint history showed that this is the only confirmed complaint from this lot. We also tested 3 retained devices having the same lot number (612996) involved in this incident; however, we could not detect any leak on the retained devices. It is noteworthy, that I-flow has made numerous attempts at collecting additional, pertinent info regarding this incident (e.g. Pt info, pt status/condition); however, these attempts have been unsuccessful.